Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that, approximately one month after implant, they thought they heard their implantable cardioverter defibrillator (ICD) alerting. Follow-up was conducted to obtain information on the patient and whether the episode was device related. Follow-up determined that the patient had had a device check after the date of the event that revealed noise on the right ventricular (rv) lead that required lead and set screw revision. Both the lead and device remain in use. No patient complications have been reported as a result of this event.